Manufacturer narrative:
This report is being retracted as information received indicates the customer provided the wrong serial number. There is no allegation of a touchscreen malfunction with serial number (B)(6). Please disregard this report.

Event description:
It has been reported to philips that the device touchscreen will not respond.